Event description:
It was reported that the right atrial lead had increased threshold and had marginal sensing in both bipolar and unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024 implantable pacing lead 1999 (B)(6). (B)(4).